Event description:
It was reported that one year post-operatively, a patient presented with worsening pain and pseudoarthrosis at l2-3 and l5-s1 with loose screws bilaterally at s1 and at left l2. A revision surgery was performed where the screws were removed. The l2 screw was replaced with a larger diameter screw. The screws could not be replaced at s1; instead they were moved to iliac bilaterally. This is report three of three for this event.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned. X-ray images were provided but were post-operative images, therefore the device loosening could not be confirmed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that one year post-operatively, a patient presented with worsening pain and pseudoarthrosis at l2-3 and l5-s1 with loose screws bilaterally at s1 and at left l2. A revision surgery was performed where the screws were removed. The l2 screw was replaced with a larger diameter screw. The screws could not be replaced at s1; instead they were moved to iliac bilaterally. This is report three of three for this event.

Manufacturer narrative:
D4: (B)(4). The remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00054.